Event description:
The customer reported that pt began t0 clot to the extracorporeal circuit during two consecutive cvvhdf treatments on a prisma machine using a m100 filter set. The blood was returned to the pt at the termination of both treatments.